Event description:
Incorrect ph value reported by system due to incorrect temperature input. Operator incorrectly entered a value of 60 into the temp field when it should have been entered into the fio2 field. No injury reported with event.

Manufacturer narrative:
Operator error. The system is not giving any false or discrepant info. Print out will clearly state correct value when temperature is at 37 and that corrected temperature value was calculated at 60. The values at both of these temperatures are correctly stated by the system. Customer did not use or report temp corrected ph value of 7.791. There was no impact to pt care as a result of this event.